Manufacturer narrative:
Method of evaluation "other":- review of the device history record.- review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from this lot.results of evaluation "other":- review of the device history record revealed no deviations associated with the nature of this complaint.- to date,of the 192 devices processed for lot t00061, 178 devices were distributed, including 70 devices that were reported as having been implanted, with no similar complaints reported to lifecellconclusion: no conclusion can be drawn due to lack of available information lifecell will file a follow up report, if additional information becomes available. Device was not returned for evaluation.

Event description:
Lifecell received a report from tornier, one of lifecell's distribution partners, that a patient developed a rejection reaction requiring surgical intervention on post-operative day 14. The device was utilized in a rotator cuff repair.